Event description:
A lesion in the proximal lad was successfully stented after a guide wire had been placed in the diagonal branch to protect it. After the stent deployment, the sds was removed and an attempt was made to withdraw both guide wires from the anatomy. During the withdrawal, the guide wire that had been placed in the diagonal separated at the left main and was left in the vessel. The guide wire appeared to be caught on the implanted stent. At this time, the guide wire segment remains in the pt and cardiac surgery is planned to remove it.